Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient received a balloon valve leak warning in fill 2 of 4 during pd treatment. Treatment was stopped and patient found fluid leaking from the cycler cassette door. There was fluid found in the pump module area and fluid was on the exterior of the cycler cassette. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient received a balloon valve leak warning in fill 2 of 4 during pd treatment. Treatment was stopped and patient found fluid leaking from the cycler cassette door. There was fluid found in the pump module area and fluid was on the exterior of the cycler cassette. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return as a sample product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient received a balloon valve leak warning in fill 2 of 4 during pd treatment. Treatment was stopped and patient found fluid leaking from the cycler cassette door. There was fluid found in the pump module area and fluid was on the exterior of the cycler cassette. In a follow up, the patient verified there was no harm, intervention or adverse event associated with the fluid leak event. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical analysis. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An internal, visual inspection also showed insect infestation. The mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.